Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the right ventricular (rv) lead exhibited high pacing impedance and no capture at high outputs mode. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.